Event description:
It was reported that the patient lost consciousness due to hypoglycemia with blood glucose levels of 3.3 mmol/l (59.4 mg/dl). The patient's neighbor found them unconscious and was able to wake them up and treat them by giving them a cola. The patient stated not being able to hear the low blood glucose alert and inquired if there was a way to increase the volume. The patient did not require medical assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: